Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed and a hole in the patient line tubing was identified. Function tests were performed. The device passed all functional tests performed except the leak testing due to a leak through the hole in the patient line tubing. A short simulated therapy was successfully performed. The reported condition was verified as a leak. The cause of the condition was determined to be a hole in the patient line. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole in the cassette tubing was found near the patient connector. This occurred before use, during the set up process for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.